Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the lv lead implant procedure, the guide wire was unable to be removed from the lead. After the lead was pulled out, the guide wire was able to be removed from the other end. The lead was not implanted and was replaced with a new lead. The patient stable before, during and after the procedure.

Manufacturer narrative:
The reported field event of guidewire was unable to be removed from the lead was confirmed. Analysis found that ptfe coating of the guidewire in the connector region and the inner coil was bunched up/damaged due to procedural damage. Guidewire insertion was unable to perform due to the inner coil condition.